Event description:
After using the erbe circumferential fire wire device for removal of a polyp during a colposcopy procedure, it was noted the end of the wire disengaged from the device after it was pulled through the scope. The wire was retrieved in it's entirety and no injuries occurred to the pt. Event reported to erbe clinical technical support at (B)(4). The device in its entirety has been retained.